Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Without the physical sample the foreign matter could not be identified. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported the bd a-line¿ had foreign matter on device cannula/needle/syringe or any fluid path component before use. The following information was provided by the initial reporter: the customer stated "there's some impurities seen within the barrel."